Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the customer reported complaint. The usm was tested on an in house system and passed normal mode. During wip inspection, it was noticed that carriage center presence pins (long) was not fully retracting and sticking. The usm was also tested on patient side cart (psc) psc fixture test platform (pftp) and passed carriage switches, lissajous, sensors check, sine cycle and friction tests. The carriage to plate and all four presence pins will be replaced as a fix.. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed several 282 errors on usm related to the customer reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk4186. This complaint is considered as reportable malfunction event due to the following conclusion: an usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the system had issues with arm 4 not accepting the instruments. The customer tried multiple instruments, reseated the sterile adapter, and even moved the instrument over to another arm to confirm the instrument was good. The customer continued the procedure using arms 1,2, and 3. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.